Manufacturer narrative:
Initial and final MDR 1879697- MDR 3003442380-2024-05991- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set cannula kinked events on (B)(6) 2024 after 3 hours of insertion. The insertion site was at abdomen. Customer regularly rotate site location. Infusion set has been used for less than 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.